Event description:
Customer reported that she was hospitalized due to high blood glucose. The blood glucose reading was 550 mg/dl at the time of hospitalization. Customer stated that she had low blood glucose, she suspended her insulin pump and went to see her doctor. Customer stated that the doctor called the paramedics because her blood glucose was high due to she suspended her insulin pump and did not resume. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.